Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm apex balloon catheter was advanced for dilation. However, upon inflating the balloon within the specified pressure, the balloon ruptured. No patient complications were reported.